Event description:
It was reported that the ventilator had a connection issue. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Event description:
Manufacturers ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not turn. Our field service engineer investigated the issue and solved it by upgrading the software version. The ventilator passed all functional and safety tests and was cleared for clinical use.